Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited fever, pain, low blood pressure and shortness of breath. The patient was given antibiotics to combat infection with sepsis. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.